Manufacturer narrative:
Subject: customer's spouse got a nose bleed in their right nostril from swabbing & inquired if a bloody nasal sample could be tested-- tss asked the customer if their spouse is ok. Investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine.

Event description:
Customer's spouse got a nose bleed in their right nostril from swabbing & inquired if a bloody nasal sample could be tested-- tss asked the customer if their spouse is ok